Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seal intact, no visible contamination. Event history log shows "primary audible alarm background". Unable to duplicate reported issue. Audio test of speaker was performed. Performed preventive maintenance. Device passed all the functional test. Device software updated to version 1.6.5. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed primary audible alarm error. No adverse patient effects were reported by the customer".